Event description:
In 2009, the patient's diabetes nurse educator called for assistance with the patient's insulin infusion device and reported the patient was currently in the hospital with ketoacidosis. She had no further details. On follow up with the patient, the same day, she stated that two days prior, she was upset and stressed due to the death of her pt. She had a headache and began throwing up. She said, she could not test her blood glucose as her meter was broken. She was taken to the emergency room at 1am on the day prior to original date, and discovered her infusion device was in stop mode. She said, she had not put her device in stop. She was diagnosed with ketoacidosis and her blood glucose measured in the 360's mg/dl. She was disconnected from her infusion device and put on an insulin drip. To troubleshoot, the patient was instructed to check her device alarm history and it showed there were e2 (battery depleted) errors for the last couple of days and an a2 (battery low) alert three days prior to report. There were no alerts on the day prior to report. The patient said she has changed the adapter twice since she has had her device and was advised to change it with every 10th cartridge change. She uses cold insulin to fill her cartridges and was advised to only use room temperature insulin. She was instructed to perform a 2 unit bolus of insulin into the air and insulin flowed without error. Product was replaced and requested to be returned for evaluation.